Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Reportedly post procedure, bleeding continued after the knots of the two pre-placed sutures were advanced and tightened. Proglide devices 3, 4, and 5 were added. Although each knot was advanced and tightened without issue, bleeding continued after each device. The vascular surgeon then placed a balloon from the opposite leg into the right iliac artery to treat a dissection. Hemostasis was achieved with a femoral patch. Per the vascular surgeon, the initial 6f sheath lifted some plaque and caused a dissection. The two pre-placed proglide devices exasperated the dissection, then the 14f sheath made it worse. Per the physician's opinion, this wasn't a proglide device issue. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.